Event description:
Dexcom was made aware on 12/07/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction. Prior to sensor insertion the area was prepped with alcohol. Upon sensor insertion, the patient experienced pain. The patient developed redness, drainage, an abscess, and infection at the needle puncture site which occurred five days after the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient consulted a physician who administered an intra-muscular (im) injection antibiotic medication (rocephin unspecified dosage) and prescribed an oral antibiotic medication (clindamycin 300 mg tablets, four times per day for four days). On (b)(6 2023, the patient followed up with her healthcare provider (hcp) and an incision and drainage was performed to relieve the abscess. The patient was prescribed a stronger oral antibiotic medication (tetracycline 300 mg tablets, three times per day for two weeks) due to the infection site was not improving. Per follow up call by tech support on 12/31/2023, the patient stated she followed up with her hcp and had a wound culture test done on (B)(6) 2023, which showed negative, and the wound had already healed after treatment, and she was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).